Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure;there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 05oct2018. Philip's international service technician confirmed the reported touchscreen issue. The international service technician replaced the touchscreen to address the reported problem. The device was returned to full functionality.